Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited undersensing. The ipg exhibited electrograms (egm) bigeminy (cardiac arrhythmia). The ra lead was explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.